Event description:
Hcp reported concern about a programmer functioning properly. Their patient collapsed after a routine refill of the pump. Upon review of the programming strips, it was discovered the patient received a purge bolus with a simple continuous infusion. The clinician stated they had not programmed the purge bolus.